Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the image quality of the video telescope was poor and a black frame appeared. There were no reports of patient harm.

Event description:
Additional information was provided by the customer: it was reported that the event occurred before a therapeutic procedure, which was completed with another device, and there was no delay.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to the regional repair center for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the poor image quality was due to a damaged outer tube lens. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.